Event description:
It was reported that during a device changeout procedure, a portion of the right ventricular lead had separated and remained in the devices header upon lead removal. The lead was capped and replaced at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun.